Manufacturer narrative:
Correction: d6a should be on (B)(6) 2015.

Event description:
Related manufacturer reference number: 2017865-2021-31093, related manufacturer reference number: 2017865-2021-31096. It was reported a patient's implantable cardioverter-defibrillator (ICD) presented with inappropriate shocks due to incorrect interpretation of signal. The atrial lead had no pacing, no capture, and no sensed p-waves. A chest x-ray showed that the atrial lead had dislodged. The patient also had phrenic stimulation due to the left ventricular lead. In a procedure on (B)(6) 2021, the ICD and atrial lead were both explanted and replaced, while the left ventricular lead was capped within the same operation. Post-procedure the patient was stable.